Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing and a change in the patient¿s morphology. During one episode, an inappropriate shock induced ventricular tachycardia which was subsequently treated with a shock. No therapy exhaustion was observed in any of the episodes. The sensing vector has been changed from alternative to secondary and the s-ICD remains in service. No adverse patient effects were reported.